Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. The distal end/electrodes of the lead were extrinsically damaged. There was an observation with the monolithic controlled release device that contains the steroid. The helix of the lead was analyzed. Visual analysis of the lead indicated damage at implant. The analyst noted that r there was found dried blood obstruction in coil lumen, and that prevents the stylet insertion. There was also found the lead distal end was damaged. The helix was hook on the monolithic controlled release device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet was blocking the lead preventing placement of the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet was blocking the lead preventing placement of the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.